Event description:
Related manufacturer reference number: 2017865-2023-05750. Related manufacturer reference number: 2017865-2023-05752. It was reported that a patient presented in-clinic. Examination of the patient's right atrial lead revealed loss of capture and high pacing impedance. Additionally, the right ventricular lead was found to have a lack of slack, which resulted in lead dislodgement during surgical revision. High pacing impedance was also alleged on the patient's implantable cardioverter defibrillator. The entire system was explanted and replaced on (B)(6) 2023. The patient.